Event description:
It was reported that customer expressed dissatisfaction with pump experience, poor screen sensitivity that sometimes ignored inputs and caused bolus screen to time out. There was no reported impact to the customer¿s blood glucose level. Customer stated that customer already switched therapies and declined follow-up from technical support, and no additional actions were taken or additional information received regarding the outcome of event.